Event description:
It was reported that the patient was seen by the physician as the inflatable penile prosthesis did not work as expected. Two weeks later, the inflatable penile prosthesis pump and cylinder were removed and replaced as the pump was dimpled when the pump was pressed. No patient complications were reported.

Manufacturer narrative:
Upon receipt of this inflatable penile prosthesis (ipp) at our quality assurance laboratory, the returned components underwent a thorough analysis. Both cylinders were visually inspected, and leak tested. Both cylinders had wear at a fold in the middle of the cylinder. Both cylinders passed the leakage test. The pump was visually inspected, leak tested, and functionally tested. The kink resistant tubing (krt) between the pump and reservoir was trimmed close to pump block; the tubing was not returned for analysis. The pump passed the leak test. The pump did not pass the activation testing. Based on the information available and analysis results, the mechanical issue was confirmed with a conclusion code of cause was traced to component failure.

Event description:
It was reported that the patient was seen by the physician as the inflatable penile prosthesis did not work as expected. Two weeks later, the inflatable penile prosthesis pump and cylinder were removed and replaced as the pump was dimpled when the pump was pressed. No patient complications were reported.